Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jul-08 that the programs were wiped even though the scs was in MRI mode during the MRI. New programs were not set. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an MRI a week ago in (B)(6) 2019. It was confirmed that the ins had been put in MRI safe mode but ever since then the adaptive stimulation was not working correctly. It only showed the standing position and would not recognize that the patient was in another position. This was reported to be recent medical electromagnetic interference (emi) exposure. During the call, the consumer synchronized the programmer and it showed to be at 1.1 but showed the patient was standing when actually they were in the sitting position. Adaptive stimulation was turned off during the call and the patient was directed to their health care provider (hcp). No further complications were reported.